Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inspection of a returned expresscare kit by depuy synthes spine found the inner saddle component of the expedium cortical fixation screw was partially displaced/positioned too high. It is unknown when/where this condition occurred. There had been no report of any adverse consequences or delay. However, as it is possible that the condition occurred intra-operatively and that a displaced inner saddle could remain in a patient, the medwatch report is being filed.

Manufacturer narrative:
The returned sample was examined for any signs of use or other damage that would indicate that the failure occurred after the devices were manufactured. There were no signs of damage on the shanks or heads of these screws. A review of the device history record was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Based on the investigation, it was noted that the product had not been used and the saddle displacement was noted during internal inspections. This report was originally submitted based on knowledge at the time and premise that the failure occurred during implantation. As the fault is detectable and did not occur during implantation it does not pose a risk to the patient and therefore, does not constitute a reportable event. A CAPA has been opened to identify the root cause and implement corrective actions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.